Event description:
Patient fell down and bruised her thigh when the handle on her walker broke off. She was in her house walking down the hallway when this happened.what was the original intended procedure?gait therapy.device #1is this a laboratory device or laboratory test?no.